Manufacturer narrative:
The device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device, the following defects were found: damaged front panel, worn video connector socket, and printed circuit board failure which caused the reported issue. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the evis exera iii video system center exhibited no image using a 180 series scopes. The event occurred during an endoscopic retrograde cholangiopancreatography (ercp) procedure. It was reported that there was a procedure delay; however, the procedure was successfully completed using a similar device. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 8 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon seems to have occurred due to faulty patient board (dr) set because the image does not appear only when using 180 scopes. As for the cause of failure, it is considered that there was an impact before taking countermeasures by changing the design of the operational amplifier circuit of the dr board. According to the change history of components, a design change to dr board was made on april 16, 2018. It is unknown if the design change is related to the phenomenon. Olympus will continue to monitor field performance for this device.